Manufacturer narrative:
The following complaint was received as part of an elunir 2.25mm study, performed out of the us. The 2.25 mm stent diameter is not included in the FDA approved product matrix. Review results of the angiogram related to the customer complaint (B)(4) (july 20, 2021): there is a moderate lesion in m1; lima is seen flushing the lad; there is an occluded graft; rca has a proximal and ostial rpl lesions; pci is done to the ostial rpl lesion with compression of small side branches; pci is done to the proximal rca lesion with compression of small side branches; the stent is post dilated; finally, pci is done to the m1 lesion with an elunir 2.25x15mm stent; there is compression of small side branches; the stent is post dilated with a good angiographic result. In conclusion, an elunir stent was implanted in m1 and also additional stents in the rca. It is unclear which stent caused the nstemi. DHR review for lot #lnrin00567 was conducted on august 01, 2021, and concluded that the device was released meeting its specifications. IFU review was conducted on august 01, 2021: no deviation of IFU was reported.

Event description:
On (B)(6) 2021, the patient was admitted for an elective procedure due to unstable angina (troponin t level pre procedure 13 ng/l, uln <14ng/l), underwent the index procedure on the same day to the target lesion on the om1. 1st rpl and proximal rca were treated as non-target lesion. On (B)(6) 2021, post -index procedure, there was an elevation of troponins (99ng/l, 241 ng/l, 175 ng/l). There was no mention of chest pain or other cardiac symptoms. The procedure was performed without complications. The patient stayed an additional day in the hospital for supervision. Patient was discharged on (B)(6) 2021 in stable condition. The event was classified as an expected adverse event; mild severity. Final cec decision dated 22-june-2021: possibly related to device and related to the procedure. Non q wave nstemi - type 4a myocardial infarction related to percutaneous intervention (pci) -angiographic findings consistent with a procedural complication. Spontaneous mi: no. Cec comments: film reviewed side branch occlusion. Patient current status ((B)(6) 2021): no angina reported.

Manufacturer narrative:
Overall conclusions from final report (dated august 16, 2021): 1. The review of the DHR (device history records) indicate that the product was supplied meeting specifications. 2. The investigation findings do not lead to a clear conclusion about the root cause of the reported adverse event and its relationship to the elunir stent used in the index procedure. It is unclear whether the mi was possibly related to the elunir stent or to one of the other two stents implanted in the rca and 1st rpl. 3. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the event was not unanticipated based on the known risks, including the patient's history of cad (coronary artery disease), s/p CABG ((B)(6) 2019), pci ((B)(6) 2020), unstable angina ((B)(6) 2021), chf nyha iii ((B)(6) 2020), hyperlipidemia, hypertension, former smoker. 4. The event of this complaint is addressed in the elunir dmfea report and the risk remains low. No new risks were identified. 5. Outcome: patient recovered. Current status: last contact on (B)(6) 2021, no angina reported.